Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were not communicating, and user was unable to pull medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of this incident, the technical support specialist (tss) confirmed with the customer that all stations were communicating and no further investigation required for the device. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were not communicating and user was unable to pull medication. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.